Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the physician felt resistance within the patient anatomy when attempting to pull the stent and catheter back out and decided not to deploy the stent. The balloon was in fully deflated state and was removed from the patient in one piece. The procedure was successfully completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.